Event description:
Aleutian lateral cage subsided and backed out approximately 50% of the way 3-weeks post-operatively, in an osteoporotic patient with prior fusions. The patient was reported to have poor bone quality. Patient was revised with a larger cage.

Manufacturer narrative:
The patient had undergone two prior fusions - t12 to l2 and l4-l5. The patient was subsequently re-instrumented up to t9. The representative reports that several of the pre-existing screws had initially been implanted somewhat medially and hence, the surgeon did not replace some of the screws, thereby skipping some levels. The images provided by the surgeon were also reviewed and it was confirmed that the patient had poor bone quality - determined to be very osteoporotic. It was also reported that the patient had been non-compliant with brace-use, as instructed. According to the representative, the surgeon believes of these factors were contributory to the subsidence and expulsion of the implant. The implant was returned and visually examined. The manufacturing and inspection records were also reviewed and no discrepancies were found - the part was made according to specification.